Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Mfg site name - (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2017-01538 pertains to the other device. It was reported to boston scientific corporation that an advantage fit system was implanted during a tension-free vaginal tape sling placement procedure on (B)(6) 2017. According to the complainant, during the placement of this sling (MFR report #3005099803-2017-01542), the physician made multiple unsuccessful attempts to pass the needle (trocar) through the ligament and believed the needle was partially bent. The used the needle of a second advantage fit system (MFR report #3005099803-2017-01538), but also had difficulty passing that needle. It is unknown whether the needle from the first or second advantage fit system was used to complete the procedure, but it was reported that the advantage sling was implanted successfully.